Event description:
Valve was returned with info stating "prosthetic mitral valve dysfunction". The reason for the explant, according to the o.r., was because the pt had "developed an infection" and was not being compliant with the anticoagulant therapy. The valve clotted, requiring replacement.